Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
On (B)(6) 2018, customer reported that during microdose si performing mammography examination on a (B)(6) female patient in (B)(6), the hematoma on patient skin was visualized, therefore, the examination was not completed. The operator reported that he did not use the maximum compression, and according to the doctor¿s information, the patient already had other bruises on her body before this examination. The patient has sensitive skin.

Manufacturer narrative:
Based on investigation, there is no indication of malfunction of device. The performance of the system, at the time of the event, i.e. (B)(6) 2018, has been evaluated by field service engineer and confirmed to be working as per specification, and performing as designed for its intended use. A thorough investigation has been performed concluding that there was no malfunction of the device that could lead to excessive compression force leading to hematoma. Clinical specialist analyzed the patient images and confirmed that system works as specified. From patient images it was clear that system did not squeeze the bone or the muscle of the patient so the patient must be extremely sensitive concerning pressure on the skin, which was also confirmed by the doctor at site. A risk analysis was performed and revealed no unacceptable risk. This issue is further monitored and trended. No further action is required as there is no malfunction of the system.